Event description:
A site reported that a pt had a asystole event greater than 7 seconds long, and the monitor did not provide an asystole alarm. The site also reported that the device took longer than expected to call a brady alarm. The outcome of the pt is unk at this time.

Manufacturer narrative:
Pt information was requested but was not provided to ge healthcare. A log analysis was completed by ge healthcare and concluded that the system operated as designed. The log files confirmed that the system did not assert an asystole at 01:56 on (B)(6) 2010 for the pt in question. A brady was called at 01:57:15 at a critical priority. A review of the ECG full disclosure strips show an episode of presumed ventricular asystole occurring at approximately 01:56:38 on (B)(6)-2010. There is high frequency artifact present in several of the leads. The scale on the strip is 0.5x which indicates that the magnitude of the tracings, including the artifact, is shown at only one half of the actual size. The device criteria for a pause alarm requires the detection of an rr interval, delineated by initiating and terminating beats of three seconds or more during which no artifact is detected. Since the ECG tracings show this artifact in multiple leads during the event, the primary criterion for the pause alarm was not met. This same artifact would also temporarily suspend the normal count down of the computed heart rate towards zero. It appears that th pt's rhythm resumed prior to the heart rate reaching zero; thus, the primary criterion for an asystole alarm was also not met. Given the waveform conditions present at the time of the event, no malfunction is indicated by the available data. Concerns about the amount of time to assert a brady alarm, which is shown by device logs to have occurred at 01:57:17, cannot be investigated since the ECG waveform data is available only through 01:57:00.